Event description:
It was reported that a ems was used during a hernia repair procedure. It was reported by the affiliate that the device jammed during the procedure. There was no consequence to the patient.